Manufacturer narrative:
Conclusion: the actual sample shows one foil opened 1cm behind the sealing. No deviations were found in the opened sealing area. Three sealed areas of this foil were tested for seal strength. The test results met the requirements. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Conclusion: the concerned sample shows one foil opened one cm behind the sealing. No deviations were found in the opened sealing area. Three sealed areas of this foil were tested for seal strength. The test results meet requirements.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Prior to use on the patient it was noted that the suture package seemed to open easier than usual. The physician was concerned that the there was a compromise in the package integrity. There were no adverse patient consequences.